Event description:
Minimally invasive avr with carbomedics mitroflow aortic pericardial heart valve on (B)(6) 2010. Admitted with endocarditis, valvular vegetation, and propionibacterium acnes bacteremia and embolic stroke (B)(6) 2010. Returned to surgery for valve redo and has suffered impairment of neurologic function requiring nursing home placement for physical rehabilitation and 6-weeks of IV penicillin. Pt continues to exhibit visual field cut. An abscess and necrotic tissue involving the anterior leaflet and aortomitral curtain were found intraoperatively. Subsequently required dual chamber pacemaker for 3rd degree heart block. Surgeon believes the design of the mitroflow valve contributed to the endocarditis noting similar serious endocarditis with (B)(6) with same valve at another local hospital. Cardiovascular service has since discontinued using this valve. Diagnosis: heart murmur due to aortic stenosis.